Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker had gone into backup operation and exhibited premature battery depletion. The pacemaker could not be interrogated via inductive telemetry as well. The pacemaker was explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported events of no inductive telemetry and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.